Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, there was reversed motion. Camera did not rotate after command 180 rotate, robot thought the image was rotated so arms worked opposite. The customer contacted tech support and was advised to send in camera including arm cover. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope moved in the opposite way it was commanded. The endoscope was properly installed and worked fine, until the surgeon switched from 30° up to down. The camera was in fixed position, the reporter was unsure if it was up or down. The customer redocked the endoscope; however the issue persisted.

Manufacturer narrative:
Based on the claim against the product by the customer noting a non-intuitive motion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have aea friction/binding issue. The complaint regarding camera unable to rotate was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the arms had a reversed motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.